Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged washer at the grip ring. The washer was loosely placed and moving freely. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests but failed initialization test. The initialization test was bypassed and the jaws opened but did not close. Additional observation(s) related to customer reported complaint: the instrument was found to have a dislodged blade. Visual inspection showed that the blade was extended 2.23 mm outside of the blade garage. There was moderate bio debris found at the knife track. A review of system logs showed no blade jammed failure(s). The instrument was found to have failed during initialization based on both the log review and during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. Review of the instrument logs verified four homing failure with error code "22026". The dislodged washer at grip ring likely caused the grips to not close, leading to the instrument failing self-test/homing (initialization) and an exposed blade in most cases. The instrument exhibited imprecise motion during gripping and un-gripping. The instrument passed the recognition and engagement test. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The jaws failed to open properly. The instrument was also found with error "strong grip, low torque" failure indicating that the instrument exhibited low torque during use, which typically results in a sealing malfunction. The instrument logs displayed no error. Initialization test was bypassed and hard grip force test was performed. The instrument failed grip force test "-0.12697501". The confirm grip force range was between 4.25 lbs. And 8.75 lbs. At the straight orientation. The probable root cause of the primary failure of dislodged washer at the grip ring and dislodged blade were attributed to a component failure. The probable root cause of the instrument jaws failing to open properly was attributed to the dislodged washer at the grip ring at the proximal. The probable root cause for the findings of low torque error and failed hard grip force test was attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the vessel sealer extend (vse) instrument didn¿t have any message on the screen and didn¿t move anymore, the jaw didn¿t close. There was no reported patient harm or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient harm, and the procedure was completed robotically using a backup instrument.